Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital due to beeping tones from their device. Upon interrogation an increase in right ventricular (rv) lead pace impedance measurements from approximately 1,600 ohms to 2,000 ohms was observed. The physician suspected possible fibrosis around the lead tip and elected to perform maximum output pacing, after which impedances were observed to return to 1,600 ohms. Boston scientific technical services (ts) reviewed device data noting a steady rise in rv pace impedances over the preceding year and provided suggestions for additional system testing should the physician deem further investigation necessary. Additional information was later received indicating the lead was also reviewed under x-ray with no anomalies during the patient's follow-up with high output pacing. It was also noted that the patient was enrolled in the remote monitoring system and the rv lead alert was programmed off. No further action is planned with regard to this patient. No adverse patient effects were reported.